Event description:
It was reported the device was used during a sigmoid colon resection. It was reported after the resident and surgeon fired the cdh, it was found to be stuck in the rectum of the pt. Surgeon had to cut the stapler out and form anastomosis by hand sewing. Rep reported surgeon felt resident did not fully fire the device. The washer was found to be intact. There was no reported consequence to the pt.